Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that during the ablation procedure for atrial fibrillation and atrial flutter (palpitations), using an intellanav mifi oi catheter, it was observed that the irrigation port was broken and there were leaking connectors. The catheter was exchanged with another of the same device to complete the procedure and there were no patient complications.

Manufacturer narrative:
Age at time of event: 18 years or older. Correction: g.5. PMA number. Visual inspection of the returned catheter showed that the irrigation tubing was torn at the proximal (narrowest) side of the adhesive joint securing the tubing to the luer fitting, confirming the reported failure. Dried body fluid was present on the handle, shaft and distal end and there was dried saline on the distal end and inside several irrigation ports.

Event description:
It was reported that during the ablation procedure for atrial fibrillation and atrial flutter (palpitations), using an intellanav mifi oi catheter, it was observed that the irrigation port was broken and there were leaking connectors. The catheter was exchanged with another of the same device to complete the procedure and there were no patient complications.